Event description:
A consumer reports having a focusing problem, glare, shadows, and irritation after implantation of an intraocular lens (iol). The association between this event and the iol is not known. Additional info has been requested.